Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that it didn't work. The patient stated that they had the ins put in almost a year ago, and it hadn't helped their situation at all. In fact it made it worse. They turned it off for about a month or two. The patient also stated that there was something that kind of started to protrude on their back. The patient mentioned that someone called them from the manufacturer last week, but they were on the road on another state. They said they were willing to try changing programs. The patient also stated that they tried program 1, and program 2 which didn't seem to work. The agent walked them through connecting to the ins. The patient was able to connect to the ins and increased the stimulation to a comfortable level on the bike seat area. The patient was directed to monitor their symptoms and was redirected to the healthcare provider (hcp) if it persists.